Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was broken in 2+ pieces was not confirmed. However, other failures were found to be affecting device function during evaluation of the device. It was found that the cpu board was defective. Also the holder for compressed air reservoir was defective and both covers were found to be cracked. The tamper-proof seal was found to be damaged and there was temperature failure in the control circuit of the hand piece. The high-pressure of the device was out of tolerance. It was also found that the device was not calibrated correctly. The defective cpu board, the holder for compressed air reservoir, and the covers were replaced. The device was cleaned, calibrated newly, repaired and tested for functionality. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. The broken covers are a result of user mishandling. However, given the information provided we cannot discern a definitive root cause for the other identified failures. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/25/2012 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the fms duo+pump / shaver combo is broken. No further information available.